Event description:
The customer reported a ventilator was serviced by a philips field service engineer (fse) and the fse broke the liquid-crystal display (lcd) cable. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the lcd cable. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The remote service engineer advised the customer that they may need to replace the liquid-crystal display (lcd) cable. The customer reported that the lcd cable has been ordered but has not been installed yet. Moreover, further information regarding the repair has been requested from the customer, and no response has been received at this time. If new information is received, an updated report will be submitted.

Manufacturer narrative:
Upon further investigation, the following has been reported that the broken lcd cable was caused by user induced damage, found prior to patient treatment (outside of clinical use). Therefore, this complaint no longer meets reportability requirements.